Event description:
It was reported a kink in the sheath occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During the procedure, it was noted that there was difficulty with maneuvering/deflecting the was sheath at the septum. It was also reported that there was a kink 2-3 inches proximal to the top. The procedure was successfully completed with this sheath with no patient complications.

Event description:
It was reported a kink in the sheath occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During the procedure, it was noted that there was difficulty with maneuvering/deflecting the was sheath at the septum. It was also reported that there was a kink 2-3 inches proximal to the top. The procedure was successfully completed with this sheath with no patient complications.

Manufacturer narrative:
Device technical analysis: the watchman trusteer? Access system was disposed; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038238411. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include difficult to deflect, and kink. Risk review: a risk review was completed and confirmed that the events of difficult to deflect, and kink were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.